Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient was revised 16 months post-implantation due to loosening of the femoral stem. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- femoral head sterile product do not resterilize 12/14 taper catalog#: 00801803604 lot#: 63091602, shell porous with cluster holes 56 mm o.d. Catalog#: 00620005622 lot#: 62954811, liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell catalog#: 00630505636 lot#: 63011059, bone screw self-tapping 6.5 mm dia. 50 mm length catalog#: 00625006550 lot#: 63003489. Operative notes were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. X rays showed a possibility of loosening. A lucent geographic zone inferior to the acetabular cup could represent loosening if it is new or progressively worsening over time. No other issues were noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient was experiencing pain/discomfort in follow ups. Imaging showed there was a failure of osteointegration for the stem. A revision occurred and the stem was removed with no complications noted. A new head and zmr construct were placed. This complaint was confirmed based on the provided medical records. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised one year post implantation due to loosening of the femoral component with failure to osseointegrate. During the revision, the stem was easily removed and replaced along with the femoral head. The initial shell and liner were left intact. No intraoperative complications were identified.